Event description:
It was reported that the patient presented in-clinic after receiving therapies. The device had alerts for possible output circuit damage and low impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found external insulation abrasion at 41.9cm-42.4cm from the distal tip. The cables were exposed, separated, and melted at the cable ends at this location. External abrasion was also noted at 48.4-48.7cm from the distal tip, exposing the svc cables. One svc cable was separated and melted at the cables ends at this location. It is believed that these two locations abraded against each other and came in contact during defibrillation therapy delivery, resulting in low impedance and arcing at these sites.